Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, however, unable to evaluate the reported event from the photos. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The device was used for diagnostic purposes. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with bard temperature-sensing products and accessories." The actual/suspected device was inspected.

Event description:
It was reported that the cable was connected to the monitor but the temperature was not displayed in the temperature sensing foley catheter on the day of use. There would be a possibility that the wire was broken.